Event description:
It was reported that the user ate a meal and forgot to announce it to the ilet bionic pancreas, and the agent advised the user not to announce if more than 30 minutes had passed and that the algorithm would adjust accordingly. No reported clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed no device problem was found, a usage problem was identified, and the issue related to a missed meal announcement. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error caused or contributed to the event.